Event description:
It was reported that the customer experienced high blood glucose levels of 491 mg/dl. The customer stated that she took insulin but her blood glucose levels did not lower. Troubleshooting was done. The customer expressed having a cold as a possible symptom of her high blood glucose levels. After troubleshooting, advised customer that the insulin pump was working as designed. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Customer stated that she would monitor the insulin pump and call back if further issues occurred as well as contact her healthcare provider. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.